Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that 1 month after the dental implant was placed in the patient's mouth in ada site #19, peri-implantitis was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant ws placed in the patient's mouth in ada site #19 peri-implantitis was observed. There were no reported patient injuries or complications.